Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast reconstruction with an unspecified mentor gel breast implant and experienced postoperative right-sided device migration; the implant was not held within the right breast pocket. As a result, the patient's impacted device was explanted on or around (B)(6) 2008 and replaced by an unspecified mentor gel breast implant.